Event description:
The patient reported that the pump has dispensed insulin during the load cartridge step 2 or 3 times. The patient was not connected to the pump at the time.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation the force sensor was found to be out of calibration. An ezprime operation was performed and the the pump did not detect the cartridge correctly dispensing fluid and emitting a "no cartridge detected" warning. Unrelated to the complaint, the display screen was found to have a red tint and the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.